Event description:
It was reported that during the upgrade for cardiac resynchronization therapy pacemaker (crt-p) device procedure on a patient with very slow underlying rhythm, testing was performed on the lv lead tip-can via the normal auto decrement threshold via device and there was loss of capture (loc) noted. The physiologist came off and went to the programming page and they noticed that the threshold test was still going. The surface electrocardiogram (ECG) attached to the patient confirmed there was no capture and not much rhythm. Furthermore, troubleshooting testing was performed and the health care professional (hcp) have asked if any data can be pulled back from the programmer to review the episode. This device remains in service. No adverse patient effects were reported.